Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing met both accuracy and strip repeatability criteria. After reviewing all previous in-house donor testing conducted for lot 367324a, no product deficiency was found. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. The customer's medical condition may have contributed to the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015 inratio = 3.0. (B)(6) 2015 inratio = >7.5; repeat inratio 6.5 time between tests <15 minutes. Patient's therapeutic range 2-3. No reported patient ae. No additional information provided.